Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and non-tandem wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and alternate tandem-provided usb charging cable . There was no adverse impact to the customer¿s blood glucose level.